Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia after an infusion set change while using a 6 mm, 23-inch cannula set, with blood glucose values remaining above 400 mg/dl despite relocating the site and continuing to monitor. Symptoms included sustained elevated blood glucose. Outcomes included a recommendation to seek medical attention due to prolonged hyperglycemia without available ketone testing. Investigation included troubleshooting and user education, including site change guidance, hydration advice, and follow-up monitoring. Investigation of this case revealed no abnormal findings with the supply change and no device alerts or alarms, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.